Event description:
It was reported that this right atrial (ra) lead had fracture, it was accidentally damage by the physician during the procedure. This was confirmed through xray. This lead was surgically abandoned. No additional adverse patient effects were reported.